Event description:
It was reported a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat an osteoporotic vertebral compression fracture. According to the report, intra-op cement extravasation occurred outside the vertebral body, possibly into the spinal canal. The patient's posterior wall of the vertebral body was reportedly damaged. Cement was reportedly injected into both cavities at the same time and the injection speed was reportedly "fast." 2.5 cc of cement was injected into the right cavity and 3.5 cc into the left. It was reported that cement leaked laterally outside the vertebral body and vessels. No health damage was reported with the patient.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, the catalog # c01a with 510k # k093828 of a 'like device' was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.